Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead stored five episodes of noise on the rate/sense and shock channels. The noise was recreated when the patient pressed his hands together. No inappropriate shocks were delivered, but pacing was inhibited; however, this patient was not pacemaker dependent. A guidant technical services consultant discussed the possibility of the high voltage leads being reversed in the device header.